Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: e2, e3, g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service/repair evaluation the reported error was identified to be caused by the generator board. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported "error code e433¿ was confirmed and attributed to a defective generator board. The repair is pending. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that the high frequency electro-surgical generator unit had an error e433 that occurred during an unspecified therapeutic procedure. No patient injury or harm was reported.